Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not cut. Aspiration was working. The probe was exchanged and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information: a review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The cutter is positioned in approximately ten percent of the port opening. Actuation testing was performed and deemed nonconforming. The cutter does not open or close completely. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cutter remained in the closed position after its first movement. The probe was disassembled and the components inspected. There is no wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function correctly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that before the probe being used in surgery the adhesive bond failed causing the extension to become detached from the coupling. An investigation has been initiated to lower the occurrence of probe complaints for detachments. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).